Manufacturer narrative:
The approximate age of the device is 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired and that the cause was unknown. No further information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU, list death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.